Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company rep that a low impedance was seen at the time of interrogation on (B)(6), 2010 (ok/ok/263 ohms/5.1 years). The event was seen during review of pt's programming history in the manufacturer's programming history database. Good faith attempts to obtain add'l info from the treating neurologist have been unsuccessful to date.